Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise oversensing on a high rate non-sustained episode. It was noted this was likely caused by cautery as it coincided with the time the patient had cardiac bypass surgery. No intervention was performed and the device remains in use. No patient complications have been reported as a result of this event.